Event description:
It was reported during a da vinci s hysterectomy surgical procedure that the fenestrated bipolar forceps instrument tips were not aligned. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the one grip is bent, causing side to side misalignment of grips. There is a 0.029 offset at the tips. The grips do not meet together once the grips are closed. Electrical continuity passed. Engineering concluded that damage was likely due to mishandling. Engineering also observed a frayed pitch cable. The frayed pitch cable was found at the distal clevis hub. No damage was found at the clevis. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.